Event description:
The customer reported that the ortho provue analyzer interpreted the results of two antibody screen tests as negative. The pt samples in question had previously typed as positive for anti-kell and anti-m respectively. If a significant antibody/antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Test results did not match historical pt data. There was no pt sample info released.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed cleaning and maintenance. No definitive root cause was determined for the reported incident. The fe made adjustments to the gel camera, capture of a new reference image, and verification of centrifuge time and speed. There has been no report of further problems.